Manufacturer narrative:
Additional information was received on 5/30/2019. When the devices were explanted, bilateral prosthesis replacement with 425cc mentor memorygel breast implants was performed. The investigation of the returned device was completed by the failure analysis lab on 6/25/2019. Device evaluation summary: according to the information received, a deflation of the breast implant occurred. During evaluation of the sample shell abrasion was noted on the anterior and posterior aspects. Additionally, some creases were observed on the anterior and posterior aspect. Within the crease on the posterior aspect a tear measuring approximately 0.3 cm was observed. No other anomalies were observed. Shell abrasion suggests in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused continuous and sustained stresses to the device. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Concomitant products: mentor smooth round moderate profile 300cc saline prosthesis, catalog #3501645, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old patient who underwent primary breast augmentation with a mentor smooth round moderate profile 300cc saline prosthesis experienced left sided deflation post procedure. As a result, the device was explanted on (B)(6) 2019.